Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that a distal right coronary artery perforation occurred during treatment of a chronic total occlusion (cto) lesion. The first graftmaster was implanted at the perforation but there was still some leakage. The next graftmaster was inserted but upon advancement resistance was met with the anatomy and the shaft kinked and therefore it was removed from the patient and it was not used. The final graftmaster was implanted completely sealing the perforation with no device issue. The patient did well. No additional information was provided.